Event description:
The pt was implanted with a neurostimulation system in 1999 for pain. The pt underwent explantation of the system in 2000. The lead was returned to the MFR for analysis with a user facility medwatch form. The user facility stated the lead was broke.